Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, corrosion was found on the coupler. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): en-ch-s400-xz-eb_om_ra6201_6.0 ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. ¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that while using the camera head, there were image lines and the image was disappearing. The issue occurred during preparation for use, and the procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported to olympus that while using the camera head, there were image lines and the image was disappearing. The issue occurred during preparation for use, and the procedure was completed with a similar device. There were no reports of patient harm associated with the event.